Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025). The patient's blood glucose levels reached >250 mg/dl. Symptoms reported include hyperglycemia and vomiting. The patient was treated with insulin drip and IV (intravenous) fluids. The pod was removed at the hospital and discarded. The patient reported they had received an auto-off alarm from the pod. The patient was released the following day (B)(6) 2025).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s926usqs4byf2 hardware: sm-s926u. Cgm sensor type: g7.